Event description:
New information received that the right ventricle lead was damaged during the procedure.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead had less transferred of torque as went into tissue. Three attempts were performed and at the end of the three attempts the physician pulled out the rv lead, and a quality check of the helix was performed. The helix of the rv lead had failed to extend and failed to retract. Subsequently, the rv lead failed to be implanted. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were helix mechanism issue, unable to implant and lead damaged. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of lead damaged was not confirmed electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.